Manufacturer narrative:
(B)(4). Mitraclip system, steerable guide catheter, 2 additional implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after grasping, the mitral regurgitation increased, and the posterior leaflet appeared damaged which is considered a serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The anterior leaflet was large. The first clip was implanted in a2/p2, and the second clip was implanted lateral, reducing the mr to 1-2. The third clip delivery system (cds) was advanced to the leaflets, but after grasping, the mr increased to 3-4. It was thought that the position of the clip caused the increase in mr; therefore, the clip position was changed. Several different positions were attempted, and the mr increased to 4+. It was then noted that the anterior leaflet was no longer large, but appeared short, and leaflet damage was suspected. Grasping was then difficult due to the shortened leaflet. The leaflets were grasped, and the clip was deployed, but the mr remained at 4+. The patient was confirmed to be stable, and no further treatment has been planned. One day post procedure, echocardiogram was performed, and the mr appeared to be 2+; however, the reason for the decrease in mr could not be explained. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All information was investigated and the reported difficulty grasping appears to be related to tissue damage as multiple attempts were made to position the clip. Additionally, the reported patient effect of mitral valve injury was likely due to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.